Event description:
During mapping an a-fib procedure, a tamponade occurred. It was stated that the customer used excess force in the appendage/left atrium roof with agilis deflectable sheath (a non-bwi, sjm sheath). Approximately more than 20 ablations had been performed when the tamponade occurred, which was almost at the end of the procedure and after most veins were isolated. CPR was performed. Prior to the CPR, the customer had to cut all sensor cables and the ECG leads.

Manufacturer narrative:
(B)(4).